Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the adapter was broken. During the dialysis, a large amount of small bubbles appeared. A new catheter was placed after the doctor found this problem. The doctor said that the catheter was changed back in may, but never reported this issue to covidien until recently.